Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 577 mg/dl and 179 mg/dl. The customer treated high blood glucose level with 7 units of insulin shots. The customer did not mention any symptom related to high blood glucose level. The infusion set will be returned for analysis.